Manufacturer narrative:
Investigation ¿ evaluation on 06jul2021, cook received a post market clinical follow-up (pmcf) containing treatment information for patients receiving implantable cook embolization coils. This data was provided by regenstrief institute and addresses patients treated in indiana healthcare facilities. It was reported that there was an issue with a nester embolization coil, of an unknown rpn and lot number. The post-encounter diagnosis code was reported to be ¿other specified complication of vascular prosthetic devices, implants and grafts, initial encounter.¿ the patient received a venous shunt following the index procedure, but it is unable to be determine if the event is related to the initial coil placement or the other device. Patient impact is unknown due to insufficient information. Reviews of the complaint history, instructions for use (IFU), and quality control procedures were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded sufficient inspection activities are in place to identify this failure mode prior to distribution. The customer did not provide the lot number for the complaint devices. Cook reviewed the sales history for this customer and was unable to identify the complaint lot. The device history record could not be reviewed. Based on this information, the device was manufactured to specification. There is no evidence of nonconforming material in house or in the field. Cook also reviewed product labeling. The current instructions for use [t_ce_nec_rev4] state the following: "instructions for use 1.perform an angiogram prior to embolization to determine optimal catheter position. 2. Firmly grasp the loading cartridge between thumb and forefinger. Introduce the metal end of the loading cartridge into the base of the catheter hub. Lock loading cartridge onto catheter hub by turning luer lock adapter clockwise. 3.maintaining position of the cartridge, advance the stiff portion of the wire guide into the loading cannula. Push the coil into the first 20 to 30 cm of the angiographic catheter. Remove the wire guide and loading cartridge. Note: if you are placing a .018 inch embolization coil, you will advance the coil into the first few centimeters of the angiographic catheter with the loading stylet that is provided with the coils. 4. With the flexible tip of the wire guide, advance the embolization coil to the tip of the catheter. Verify position of the angiographic catheter prior to deployment. 5. Deploy the coil by advancing the wire guide past the tip of the catheter. 6. Perform final angiogram to confirm coil position within target vessel. How supplied upon removal from package, inspect the product to ensure no damage has occurred." The report stated that it was unknown whether this complaint was a result of the nester coil or other devices, therefore cook has concluded there was no problem detected. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient and/or event information to report.

Manufacturer narrative:
Suspect medical device: nester embolization coil or nester microcoil. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The below description of a serious injury involving an unspecified nester coil(s) was taken from clinical study (B)(6). The cohort consists of patients who received one or more nester, mreye, or tornado brand embolization devices during the period from 01 january 2014 to 31 december 2018. In summary, 110, 129, and 153 patients were included as part of the tornado, nester, and mreye coil cohorts, respectively. Target population: used in patients who require a range of vascular interventions that include permanent vessel (arterial or venous) occlusion. Primary aims: to confirm the safety and performance of the device throughout its expected lifetime and to ensure continued acceptability of the benefit-risk ratio. Data collection type: retrospective collection of data from registries reporting on embolization outcomes or databases established within high-volume centers. The goal of the data collection is to evaluate data from consecutive patients who were treated with at least one of the specified embolization coils (the state of the art recognizes that patient treatment with combination therapies is common, so it is recognized that isolation of specific treatments is not reasonable). Specific objective: this post market clinical follow-up (pmcf) study is intended to address the safety and performance endpoints and assess whether the endpoints are within the acceptable range, as defined within the state of the art. The primary safety endpoint is defined as major adverse events occurring within 30 days of, and associated with, the embolization procedure. The primary performance endpoint focuses on technical success, defined as cessation or restriction of blood flow to the target area following coil deployment. The secondary performance endpoint, defined as clinical success, is assessed differently based on the condition being treated and the anatomic location and is generally defined in the sir quality improvement guidelines as measured results within 30 days of embolization. In addition to the endpoints, relevant long term (> 30 days) adverse events were summarized, reported, and used in the identification of any long-term safety signals. Rationale for the appropriateness of the specific methods and procedures: proactive pmcf activity is necessary in order to verify the continued safety and performance of these devices, and to confirm the continuation of an acceptable benefit-risk ratio. Data collected during pmcf efforts will ensure a robust clinical data set for all embolization devices, and an accurate assessment of the benefit-risk ratio in future evaluations. The data utilized in this pmcf study was sourced from existing data sources such as patient electronic medical records (emr) or registries, which are routinely utilized by healthcare institutions. This pmcf study utilized records at multiple institutions, and data was extracted that was relevant to the primary and secondary endpoints of the study. Potential clinics and institutions were evaluated based on their utilization of emr or patient registries, the volume of cook embolization coils used by the institution, and whether they use all coil types covered by this technical file. As observed in the previously assessed clinical literature, embolization devices are well established technologies that are intended for broad use in the venous and arterial anatomy, and the pmcf activity is intended to continue to support safety and performance in those broad uses. Results: the overall technical success for all coils was 96.7% (293/303) (95% confidence interval (ci): 94.0%, 98.4%). Therefore, the primary performance endpoint was successfully met and the technical success data supports the continued effectiveness of the embolization coils (nester, tornado, mreye). This data supports that the nester, tornado, and mreye embolization coils continue to be safe and perform as intended. This report focuses on the following event reported in the study results: patient 260 was treated for cirrhosis and recurrent variceal bleeding; coil placement was within the umbilical vein varix. "Other specified complication of vascular prosthetic devices, implants and grafts, initial encounter¿ was reported at post operative days 334, 344, and 348. All 3 dates are considered to reflect the same event. The patient received a venous shunt following the index procedure, but it is unable to be determined if the event is related to the initial coil placement or the other device(s).